Event description:
It was reported that a customer experienced a malfunction with a pump, receiving error code 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided, and the pump was no longer under warranty. The customer and distributor were waiting for the pump's return for further inspection.